Event description:
It was reported that the patient presented in clinic for follow-up. Review of chest x-ray revealed dislodgement of the right ventricular (rv) lead. During repositioning of the rv lead, it was found that there was a damage on the rv lead helix and the helix failed to be extended. The rv lead was explanted and replaced. Patient condition was stable post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.